Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy to treat an ulcer with a bleeding visible vessel, the clip would not release from the catheter. The physician removed the catheter with the clip attached and the vessel attached to the clip. This stopped the bleed. No further treatment was provided. At the conclusion of the procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.